Manufacturer narrative:
We have contacted the initial reporter to request additional information, and to request return of the device for evaluation. This MDR includes all patient, event and device information davol was received to date. Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
In 2002 - the patient underwent surgery to repair an incisional hernia. At this time a bard composix mesh was implanted. In 2003 - the patient underwent surgery due to abdominal pain and recurrent hernia. During this surgery, the patient's surgeon found that the mesh was adhered to the patient's small bowel. A loop of small bowel was so densely adherent to a portion of thick and redundant mesh, that it required the surgeon to perform a bowel resection and remove a portion of the bard composix mesh. At this time, the hernia could not be repaired because of the bowel resection. Three months later - the patient had to have her recurrent hernia repaired. At this time, the remainder of the bard composix mesh was found to be stuck on the bowel, and was removed completely, and another bowel resection needed to be performed. The patient's hernia was then repaired with parietex mesh. The patient has suffered and will continue to suffer physical pain and mental anguish.